Manufacturer narrative:
Date sent to the FDA: 04/26/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted, due to hypermobile urethra, pop. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 07/14/2017. Patient code: (B)(4)additional surgical intervention it was reported that she experienced pain and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Patient code: (B)(4) - urinary problems additional narrative: it was reported that following insertion the patient experienced infection, scarring and urinary problems.